Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to poor positioning. The patient was not responding. The new lead was placed on the right side and tunneled to the left side pocket. Should additional information become available, this file will be updated.